Manufacturer narrative:
Eval summary: the complaint has been confirmed. Based on analysis results, this complaint is now determined to be an MDR malfunction. The generator's main pcb (printed circuit board) was replaced to correct the issue. After servicing the unit passed all electrical safety and qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the unit shut down while turning on. No pt consequence reported. No further info is available.